Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 5554 lead, implanted: (B)(6) 2000. (B)(4).

Event description:
It was reported that a device check during an emergency room visit showed noise on the atrial lead with muscle stimulation. Noise was seen occasionally on the right ventricular (rv) lead with saved rhythm strips; however the rv noise could not be reproduced with muscle stimulation. Both the atrial and rv leads remain in use. No patient complications have been reported as a result of this event.